Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and indicated a power on reset occurred. On (B)(6) 2014, por warning for write to locked ram. (B)(4).

Event description:
It was reported that the device had two power on resets with the second reset occurring more than 5.5 years after the first reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.